Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb was not authorized to service the device. Npb troubleshot the issue over the phone. The customer was advised to replace the safety valve. A follow up report will be submitted when new info becomes available.